Event description:
It was reported that the device had 3 failed accuracy tests. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past. No relevant information was found in the event history. The reported problem, failed accuracy test 3x, was duplicated. The cause is excessive use of glue in the valves. Replaced the expulsor assembly to correct the issue. The device passed all functional tests after the repair.